Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Patient information was requested but not provided. Philips field service engineer could not duplicate the reported problem. Performance verification tests all passed. Manufacturers field service engineer evaluated the device, performed external and internal visual inspection on esprit ventilator, checked for loose wires, tubing and everything was connected. Attached patient circuit with test lung powered ventilator on and customer reported problem cannot be duplicated, backup battery was fully charged, ran ventilator for 5 minutes and bus voltage was within specification. Review of the diagnostic history log indicates a depleted backup battery occurrence.

Event description:
Due to a report the device shut down while in use. Patient impact unknown. .